Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
Supplemental report is being filed as additional information indicates that the device was already returned. Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.